Manufacturer narrative:
Additional information: h6. Information was received on 30-jan-2020 indicating that interruption was not interrupted. The event did not occur during use with a patient.

Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with big chip out on lower left from corner of the case. During analysis, occlusion test was performed and "motor not running" was found. It was noted that main board misaligned from extrusion groove from pump has been dropped or mishandled by customer (big chipped out on lower left front corner of top case). Service realigned main board, performed preventive maintenance and all functional testing which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the motor of a smiths medical cadd medfusion pump was not working. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.